Event description:
It was reported that the pt had a two level acdf using anterior plating system in 2001. Approximately 7 years post op, the pt was seen at the hospital with difficulty swallowing. The x-ray revealed a screw was located in the esophagus. The screw had backed out of the plate and migrated through the lining of the esophagus and had become lodged. A procedure was done and the screw was removed with a wire snare. The pt reportedly was doing well after the procedure.

Manufacturer narrative:
Device was not returned to the MFR for eval. Unable to determine the cause of the event.